Event description:
A balloon burst on the first inflation at four atmospheres during a femoral angioplasty procedure. A second balloon was used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, until completion of the engineering evaluation co cannot determine the exact cause for this event.

Manufacturer narrative:
Device was returned, evaluated and retained by MFR. The engineering eval revealed a pin-hole located at the proximal portion of the balloon as well as scrape marks leading directly up to the hole. The balloon surface appeared crushed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Although follow up did not indicate any calfication was present, the engineering evaluation revealed characteristics consistent with a sharp source, scrape marks and a crushed balloon surface. Therefore co does not attribute this event to the device.